Event description:
It was reported that the patient presented to the emergency room after experiencing syncope. Boston scientific technical services (ts) was consulted and reviewed the remote interrogation data. Upon review it was noted that there were rhythmiq episodes that correlated with the patient's syncope episode. During rhythmiq the pacemaker changes from pacing and sensing in only the atrium to pacing and sensing in both chambers and there was a loss of av conduction. Ts advised that the device was operating as programmed and the rhythmiq setting may not be optimal for the patient. The pacemaker remains in service and no additional adverse patient effects were reported.